Event description:
It was reported that the patient experienced erosion. Approximately one month prior to this report, the patient¿s pump and pump segment of the catheter were explanted due to it starting to come through the skin. The reporter did not know where the specific area of erosion was. On the date of this report, a new pump and catheter segment were implanted and attached to the existing catheter segment. The pump dose was to be decreased since the patient had been without drug for some time. The device system was used to deliver baclofen. The cause of the event and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n076790018, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was later reported that the catheter was free-flowing cerebrospinal fluid (csf) and connected to the new pump.